Manufacturer narrative:
One device was returned for repair with complaint that only 32 ml per hour were administered instead of the prescribed infusion rate of 50 ml per hour. Review of error history log showed error code 1310. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. Visual and functional testing was performed. Complaint was not able to be confirmed. The cause of the reported issue could not be determined. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that only 32 ml per hour were administered by cadd-legacy pump instead of the prescribed infusion rate of 50 ml per hour. There was no patient involvement.